Event description:
It was reported that following a bad storm, the remote monitor was no longer receiving power. A new power cord was being sent for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the monitor was returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the monitor would not power up due to defective diode and crystal components. It was also noted that there were component burns.

Event description:
It was reported that following a bad storm, the remote monitor was no longer receiving power. A new power cord was being sent for the patient to try. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.